Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture inside the battery compartment and intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: on examination, there is moisture corrosion inside the battery compartment. The battery compartment is noted to be cracked at the threads on the side and below the bumper pad. A leak test was performed resulting in moisture leakage into the battery compartment at the site of the crack. The pump was not able to power on for investigation and was completely unresponsive as a result of the moisture corrosion. The power complaint was duplicated on investigation. The pump cover was removed for further investigation; no additional moisture or damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.